Event description:
It was reported that the user had a blood glucose of 254 mg/dl and self-administered 10 units of external insulin while remaining connected to the ilet, contrary to guidance to disconnect for at least two hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no hospitalization, and no device alerts or alarms. Investigation included troubleshooting and education regarding appropriate use of the ilet when administering external insulin. Investigation of this case revealed user adherence issues related to concurrent external insulin use while connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
Initial.